Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted it was noted that the catheter could not be pumped and inflate. As a result, another attempt was made with a new catheter successfully. Patient outcome reported as fine. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted it was noted that the catheter could not be pumped and inflate. As a result, another attempt was made with a new catheter successfully. Patient outcome reported as fine. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigated. The reported complaint that the iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no damage noted. The root cause of the complaint is undetermined. The returned device passed visual and functional test specifications relevant to the reported complaint. No further action required at this time.